Event description:
It was reported that using an unspecified artery access approach during a procedure of the heavily calcified, chronic totally occluded mid left anterior descending (lad) artery after several devices that did not cross the lesion, the non-abbott guide wire was placed in the distal lad as protection and the mid lad and side branch was predilatated and a 2.5 x 28 mm xience xpedition was implanted covering the side branch. A balance middleweight (bmw) elite ii was advanced toward the distal lad but the tip was damaged and it was suspected it caught between the stent and vessel. The bmw was removed and outside the anatomy it was noted that the coils were stretched. There was no reported damage to the stent implant. The procedure was completed using a non-abbott guide wire and non-abbott balloon dilatation catheter (bdc) for post-dilatation of the stent strut. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: launcher; stent: 2.5 x 28 mm xience xpedition. Evaluation summary: the device was returned for analysis. The stretched coils were able to be confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.